Event description:
Info received indicates the head end casters are not holding when the brake is engaged.

Manufacturer narrative:
The tech found the rocker arm screw in the hex rod broke off. The tech replaced the screw to repair the bed.